Manufacturer narrative:
(B)(6). Section d4: lot number details are not received from customer UDI details are not available based on the time of manufacturing. Section h4: device manufacturer date is not received from customer. Section g4: the 900iw130l neopuff infant resuscitator iw module is not sold in the united states of america (USA) but instead a similar product, 900iw130e neopuff infant t-piece resuscitator iw module is sold in the USA. Therefore, the 510(k) number for 900iw130e has been used under the section g4. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in italy on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) that the manometer needle of a 900iw130l neopuff infant t-piece resuscitator iw module is stuck. There was no reported patient consequence.

Event description:
A distributor in italy on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the manometer needle of a 900iw130l neopuff infant t-piece resuscitator iw module is stuck. There was no reported patient consequence.

Manufacturer narrative:
(B)(4) section d4: lot number, UDI details are not received from customer. Section h4: device manufacturer date is not received from customer. Section g4: the 900iw130l neopuff infant resuscitator iw module is not sold in the united states of america (USA) but instead a similar product, 900iw130e neopuff infant t-piece resuscitator iw module is sold in the USA. Therefore, the 510(k) number for the similar device is k971695. Method: the subject device, 900iw130l neopuff infant resuscitator iw module was not returned to our fisher & paykel healthcare (f&p) for an evaluation. Our investigation is thus based on the information and photography provided by the distributor, and our knowledge of the product. Results: visual inspection of the provided photo confirmed that the manometer needle of the subject device was stuck at 16cmh2o. Conclusion: we are unable to determine the cause of the reported event. Each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".